Event description:
It was reported that the catheter had fallen out of the patient who came for urinary retention. It was stated that the two of the catheters fell out before the patient left the emergency department. The third catheter stayed until patient got home but fell out during the night. Patient stated that when catheter was examined it was noted that the balloon had a rip in it. Patient stated that the nurse did a great job in putting the catheter and had no pain. Per follow up information received on (B)(6) 2022, customer stated that they did not see the two catheters that had previously fallen out, so they do not know if there was a defect with those. The patient had brought in the third catheter from home that had fallen out. Unfortunately, they do not have the lot numbers for the previous catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter had fallen out of the patient who came for urinary retention. It was stated that the two of the catheters fell out before the patient left the emergency department. The third catheter stayed until patient got home but fell out during the night. Patient stated that when catheter was examined it was noted that the balloon had a rip in it. Patient stated that the nurse did a great job in putting the catheter and had no pain. Per follow up information received on 20dec2022, customer stated that they did not see the two catheters that had previously fallen out, so they do not know if there was a defect with those. The patient had brought in the third catheter from home that had fallen out. Unfortunately, they do not have the lot numbers for the previous catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.